Manufacturer narrative:
E1: reporter and reporter institution phone number: (B)(6). Reporting address line 1: (B)(6). Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer. The rse provided the customer with a replacement nbp assembly and it was confirmed the unit has returned to working specification. Based on the information available in the case, the cause of the reported problem was confirmed to be the nbp assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the unit gave a high diastolic pressure. The device was in use on a patient at the time of the event, there was no adverse event reported.